Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-aug-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the patient presented with a middle cerebral artery (mca) aneurysm underwent an endovascular embolization procedure. During the procedure, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8028678) did not fully open or expand as intended the physician retracted the stent and replaced it with another brand device to complete the procedure. The concomitant microcatheter (unspecified brand) was not replaced. The procedure was prolonged by approximately 20 minutes. The most current status of the patient is reported to be stable. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028678. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref.: (B)(4). The purpose of this MDR submission is to report, the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received, contained in the decontamination pouch. Visual inspection was performed. Dried residues of saline solution were noted, along the entire length of the enterprise system. No appearance of damages were observed. A functional test was performed, in which the enterprise system was secured into a lab sample microcatheter through a lab sample syringe and rotating hemostasis valve (rhv). The system was flushed. And the enterprise system was advanced through the microcatheter without noticeable resistance. The stent was deployed and inspected under magnification. No abnormalities were found on it (i.e. No broken struts, no kinks). Both ends of the stent were noted, to be completely expanded. (B)(6) medical performed, a review of the device history records relative to the manufacturing, inspection, and packaging of the lot#: 8028678. The history record, indicates this product was final inspection tested at (B)(6) medical. And was determined, to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported, regarding the incomplete expansion of the stent component was not confirmed, since the stent was found fully expanded, during the analysis. It is possible, that the marker bands may have converged together, but apposed to the vessel wall. Although, no product defect was identified, there may have been other factors that contributed to the failure encountered, during the procedure that could not be replicated in the laboratory setting. There is no indication, that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. It should be noted, that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment, by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review. There is no indication, that the event is related to the device manufacturing process. As part of the post market surveillance program. Information from this complaint is trended for statistical signals and corrective /preventive action may be triggered at a later time. Since, there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit, a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.